Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump screen became frozen on the " new and unused cartridge needs to be applied" notification and the customer was unable to clear the notification. During troubleshooting with tandem technical support, the notification was able to be cleared. The customers blood glucose level was not impacted.